Event description:
A user facility representative reported an issue regarding flexible grasper forceps 6.6fr wl 550mm, part no. 8736.685, batch 4500356576. The representative reports "jaws will not open". Additional information was received from the user facility representative on february 8, 2023. According to the received information, there was a minute delay while retrieving a back-up device to complete the scheduled procedure. There was no injury to the patient.